Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14216. It was reported the patient experienced ineffective therapy. X-ray confirmed the right lead migrated. As a result, surgical intervention occurred on (B)(6) 2022 wherein the lead was repositioned and secured with an anchor to address the issue. Therapy was restored to the right leg and foot, reportedly. It is unknown which lead is related to the issue. Therefore both leads are being reported.